Event description:
It was reported that a pleural effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One (1) week post procedure the patient was admitted to the hospital with low oxygen levels, elevated cardiac enzymes and a pleural effusion. The patient continues to be hospitalized while recovering from this event and is expected to make a full recovery. No other complications were reported to have occurred.

Manufacturer narrative:
Implanting facility: (B)(6). Implanting physician: dr. (B)(6).